Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the technical support engineer (tse) and reported that 2 surgeons have been complaining for the last few months about tissue being caught/stuck in the instrument force bipolar hinges (MFR report number 2955842-2024-22357), and yesterday surgeon used the fenestrated bipolar forceps instrument instead but experienced the same issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the fenestrated bipolar forceps instrument with the alleged issue to perform failure analysis.